Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-13629), was submitted on 12-sep-2024. Upon completion of the investigation, the manufacturing date was updated as 13-jan-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). . The batch 6004909, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6004909 was manufactured according to the work instruction (wi) version 66 and manufactured in the line l-4 on 13-jan-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a03672 was manufactured according to the wi version 59 and manufactured in the machine sc09, on 15-jan-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4a01542 was manufactured according to the wi version 59 and manufactured in the machine sc04, on 12-jan-2024, with a total of (B)(4) units review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.